Event description:
It was reported that upon positioning an embolization coil within an aneurysm, the coil prematurely detached. The remainder of the coil was advanced distally using the delivery pusher. The coil was successfully placed in the aneurysm. No other intervention was performed. No harm or injury was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it has not been returned by the user center to date. However, it is said to be available. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.